Manufacturer narrative:
Humidifier dsxhcp (sn- (B)(6) ).

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having respiratory problem. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of liquid ingress, brown contaminant and an unknown dark dust contaminant in the exterior of the rear panel, bottom enclosure, top of the blower box, rear panel and bottom enclosure, top enclosure and front panel. The manufacturer found evidence of an unknown contaminant, rust-like contaminant, an unknown dust contaminant and keratin-like contamination in the bottom enclosure, p-4 jack insert, blower, blower box and around the blower output seal. The humidifier was returned to the manufacturer¿s product investigation laboratory for evaluation. The manufacturer found evidence of an unknown dust contaminant and particle contaminant, an unknown dark colored contaminant, an unknown contaminant and a hair-like particle in the flip lid seal, bottom enclosure, water tank lift tray, heater plate, dry box seal and the dry box. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed one instance of: e-83 was logged. The manufacturer concludes the contaminates found were consistent with liquid ingress, an unknown contaminant, dust, rust and keratin like substances. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) box b2 was corrected to other serious or important medical events. (Previously it was blank) box h1 was changed from malfunction to serious injury. Box h6- health effect - impact code was updated.